Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm motor position encoder error alarm due to erased history file. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The mother reported via phone call that the customer had a motor error alarm during a basal. The mother also reported the customer's blood glucose was 475 mg/dl during the night. The mother reported rewinding the insulin pump, but the motor error alarm persisted. The customer's current blood glucose was 195 mg/dl. The insulin pump will be returned for analysis.